Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Customer states that the lancet stuck his finger forcefully, then the lancet "fell out of" the device. No medical attention was needed or sought. He used a spoon to push the lancet back into the device. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.